Manufacturer narrative:
The device was manufactured november 12, 2016 ¿ november 14, 2016. The device was received for evaluation containing approximately 19ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was observed with a small volume infusor. The patient alleged that flow of fluid was later than usual. The medication used was 5fu and saline. There was no patient injury or medical intervention associated with this event. No additional information is available.